Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported the patient experienced weakness and dizziness due to a fracture on the right ventricular (rv) lead. The lead also exhibited noise, oversensing, high short interval counts (sic) and false ventricular tachycardia (vt) episodes with electromagnetic interference. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.